Event description:
It was reported that deflation issue occurred. The 100% stenosed target lesion with a bend of < 45 degrees was located in the mildly tortuous and moderately calcified arteriovenous fistula vein side. A 8.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during deflation, the deflation time was slow. The device was pulled out from the body intact and was in deflated state. The procedure was completed and no patient complications were reported.